Event description:
It was reported that angioplasty and stent was performed in the left middle cerebral artery (mca) intracranial branches. However, the vessels in the stented region "recoiled" multiple times despite repeated attempts to open this region using angioplasty. There was approximately a 50% loss of the caliber of the vessel but there was improved antegrade filling of the distal branches compared with the initial procedural angiogram so the procedure was terminated. Follow-up CT scan had shown a dense area in the left mca. The patient developed extreme swelling in the area of the infarct. CT scan showed mass effect, cerebral edema and midline shift with herniation evident. Approximately one day post procedure, the family decided to withdraw care and the patient expired the following day.

Manufacturer narrative:
Conclusion: other for anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Death is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that angioplasty and stent was performed in the left middle cerebral artery (mca) intracranial branches. However, the vessels in the stented region "recoiled" multiple times despite repeated attempts to open this region using angioplasty. There was approximately a 50% loss of the caliber of the vessel, but there was improved antegrade filling of the distal branches compared with the initial procedural angiogram so, the procedure was terminated. Follow-up CT scan had shown a dense area in the left mca. The patient developed extreme swelling in the area of the infarct. CT scan showed mass effect, cerebral edema and midline shift with herniation evident. Approximately one day post procedure, the family decided to withdraw care and the patient expired the following day.